Event description:
It was reported that a patient underwent an arthroplasty procedure on (B)(6) 2021 and barbed suture was used. During the procedure, it was reported that the problem of pulling off suture needle had happened in the surgery at the first stitch. Another like device was used to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle piece removed from the patient during the same procedure? What tissue/location was suturing when pull off occurred? Were there any unexpected outcomes or complications as a result of this suture? Needle pull off event? Were there any adverse patient consequences? Procedure date? Lot number? Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength = 2360 g/m.

Manufacturer narrative:
Product complaint # ==> (B)(4). Date sent to the FDA: 02/17/2022. H6 component code: g07002 - no device problem found. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Avisual inspection and functional test of the sample returned. Visual analysis of the returned product revealed that one opened sample product code sxpp1a405 was received for evaluation. Upon visual inspection the needle still was attached to strand, the swage and attachment area were noted to be as expected. The product code sxpp1a405 contains an absorbable suture. As the package was received open, the time of exposed to the environment could not be determined. Functional test was performed, and the pull force result were above the minimum requirements. During the visual inspection of the suture, some barbs were to be damaged at the tips and the fixation tab was observed to have two sides broken. After further evaluation of the fixation tab crimping marks were observed on the tab possibly from a surgical device. It should be noted that a 100% inspection is perform via automotive vision system to ensure the tab is present and complete during manufacturing. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Photo analysis: upon visual inspection of the images received for evaluation, an aluminum package and strand, product code sxpp1a405, were observed. The image is not clear to determine the failure mode. As part of our quality process, manufacturing records were reviewed for this lot's serial number and manufacturing standards were met prior to the release of this lot. No conclusion could be reached as to the cause of the reported complaint, as the sample was not returned for analysis. As part of quality process, all devices are manufactured, inspected and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified the following information was requested, but unavailable: was the needle piece removed from the patient during the same procedure? All answers above are unobtainable. Once there is any update, we will update the information. What tissue/location was suturing when pull off occurred? Were there any unexpected outcomes or complications as a result of this suture needle pull off event? Were there any adverse patient consequences? Procedure date? Lot number? Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.